Event description:
I saw a patient in my office yesterday with a corneal ulcer. She was wearing contact lenses that she bought online without a prescription. She stated that she had never seen any eye care professional in the 4 years of wearing these colored contact lenses. She ordered them from www.ttdeye.com. She was wearing the contact lenses for 30 days at a time and woke up yesterday with pain, redness and blurred vision in her left eye. I treated her appropriately and will see her in 3 days for followup.